Manufacturer narrative:
(B)(6), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
At scheduled follow-up, the device was found in standby mode. It could have been re-initialised; however, the device could not be interrogated afterwards because of communication errors. Therefore, a new follow up was scheduled in the implantation center: the device was found again in standby mode. The re-initialisation was performed with the standard programmer, and normal operation was observed afterwards. Nevertheless, a few days later, the device switched a third time in standby mode; therefore, it was explanted. Device will be returned for analysis.